Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients was not crossing over for multiple stations. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that the issue was not related to the device. The tss verified that the matter was not on the bd side, and no further investigation or corrective action was required. The system functioned as intended after the technical support specialist investigated the issue.